Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. The customer stated their sensor alerted them of a false low. Customer stated their sensor glucose reading was 88 mg/dl, but their blood glucose was 256 mg/dl. The customer also mentioned their insulin pump would also go into threshold suspend due to the sensor glucose reading. Customer was advised of the proper techniques to avoid the inaccurate readings. No additional information provided.